Event description:
A patient reported experiencing inaccurate high results with a one touch ii meter. The patient's blood glucose results were 137 mg/dl, 174 mg/dl. Tests were done within < 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.